Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. Subsequently, another 2.00mm x 15mm emerge balloon catheter was advanced, but the balloon also ruptured. The procedure was completed with a different device without any patient complications reported.